Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. During device evaluation it was noted, the front panel was cracked on a side, the housing had minor scratches, the screen had non-destructive scratches, and the reported issue regarding error e433 was not confirmed. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During device investigation, the reported issue regarding error e433 and error e202 could not be duplicated. Based on the results of the investigation, it is likely that the reported issue was caused by defective transformer. In addition, front panel damage was observed, due to use of cleaners or disinfectants. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the generator showed error e433 and e202. There were no reports of patient harm.